Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins). It was reported that an out of regulation (oor) message was seen on the patient programmer. The patient was reprogrammed on the day of report where the number of electrodes and parameters were increased during the programming session which addressed the tremors the patient was having. The oor was seen during ¿teaching time¿ and was not seen on the clinician programmer during the programming session. The representative was concerned about the oor message confusing the patient as they had coached the patient on watching for a call your doctor message for elective replacement indicator (eri) in the future. It was reported that there were normal impedances except for one electrode which was >40,000 ohms but was not used in programing. Additional information received from the manufacturer¿s representative on (B)(6) 2018 reported that the patient stated their pre-existing tremors were increasing over the past few weeks. The patient made an appointment with the doctor for reprogramming. They were able to capture the patient¿s tremor after adjusting the programming. No further information was available. There were no further complications reported or anticipated.